Manufacturer narrative:
(B)(4). The device was evaluated at (B)(4) baxter compounding facility. Visual inspection found particulate matter floating in the bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the reservoir. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.